Event description:
A seriously injured patient had an im3 bolt inserted with resulting cerebro-spinal fluid leakage at the bolt bifurcation. Doctor may have experienced difficulty in the insertion process and had not attended the hospital in-service training. The im3 bolt is a triple lumen bolt for a temperature probe, oxygen probe, and icp monitoring probe. Only the temperature and oxygen probes were inserted with the third lumen closed by an end cap, which may not be adequate to ensure complete closure. The oxygen probe appears to be working well. The area where the leakage was detected has been covered with a sterile gauze.